Event description:
It was reported that the programmer would not boot up. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the unit booted to an error and therefore the media processing unit was replaced. The software was reloaded and tested as requested.